Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low digoxin results for two patients generated by access 2 immunoassay analyzer. The results were reported out of the laboratory. Subsequent testing produced results within the therapeutic range for the first patient and above the therapeutic range for the second patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established range on the day of event. System checks were performed on (B)(4) 2010 and (B)(4) 2010, and met specifications. A clear root cause for this event has not been determined to date.